Manufacturer narrative:
For the investigation the provided information and the provided logfile were analysed. The described problem could be confirmed, the logfile analysis showed that on the date of the event at 01:03 pm the alarm "paw very neg" was posted, which indicates a negative airway pressure during ventilation. In this case the piston pressure controller stops the ventilation temporarily as a precautionary measure and generates an adequate alarm. A manual ventilation bag must be available for emergency use. A possible reason for the detected negative pressure is for example an external bronchial suction, however there was no confirmation provided by the user about this. Also patient activity, a deviation at the paw sensor or the processor board are possible reasons. The service engineer on site checked the device according to manufacturer specification and did not find any technical failures. It was not possible to identify the root cause for the reported issue. The device is back in use and no further deviations were reported until now. The number of similar cases, related to the same problem, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use the ventilator stopped and there was no tidal volume displayed. There was no patient injury reported.

Manufacturer narrative:
The investigation was just started. The results will be forwarded in a follow-up report.

Event description:
It was reported that during use the ventilator stopped and there was no tidal volume displayed. There was no patient injury reported.